Event description:
It was reported that there were false battery voltage measurements. Review of performance data showed stable and normal battery voltage measurements. It was further reported that in-office measurement was 2.66 volts and the most recent battery measurement on trend was 2.97 volts. The device was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that there were false battery voltage measurements. Review of performance data showed stable and normal battery voltage measurements. It was further reported that in-office measurement was 2.66 volts and the most recent battery measurement on trend was 2.97 volts. The device remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The daily battery voltage measurement was 2.93v and the in office value was 2.12v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The daily battery voltage measurement was 2.93v and the in office value was 2.12v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The elective replacement indicator (eri) is the result of high internal battery resistance. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.